Manufacturer narrative:
B3: date of event: requested, unknown. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: unknown due to unknown date of event. E3: occupation: clinical manager. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Non-conformances (nc) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved 6fr angio-seal dilator would not stay snapped together with device delivery sheath. The device would disengage from the delivery sheath without resistance when attempting to advance over the guidewire and/or femoral artery. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 13 oct 2023: procedure being performed was a percutaneous coronary intervention (pci), using a 6fr procedure sheath size. A pre-deployment angiogram was performed. Hemostasis was achieved with an angio-seal. Minimal blood loss, less than 250 ml. The patient is in stable condition. No concomitant medical products used with the angio-seal. The user did not have difficulty inserting the locator into the hub. The user successfully inserted and locked the locator in the hub. The audible click on mating was slightly noticeable. There was some tactile feedback after mating. The user was unable to mate the locator with the hub after a single attempt. The locator did not separate after mating with the hub but would separate when trying to insert into patient's groin (access site). It was uncertain if the locator was too loose and failed to stay in place. The separation occurred when device was in the patient.